Event description:
Customer unit touch screen ventilator mode icon is not responding. Not able to change modes customer unit has the older style touch screen, it does not have the double-sided tape between the screen and bezel. A new style front panel is going to be sent out to the customer. Customer called requesting to expedite this warranty replacement indicating that it was very urgent for customer has to repair a "vela" that is at hospital by july customer also mentioned that a pt had died while the "vela" was being used on the pt. The dr in charge indicated on the report it was due to volumetric pressure change and the malfunctioning of the "vela" unit. The user facility also indicated no legal action has been taken by the hosp as of now but customer already talked to the lawyers on the issue.